Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 450mg/dl which was treated with manual injection. Customer¿s current blood glucose was 340mg/dl. Drive support cap appears normal. Insulin was exited at qr. Customer states that insulin pump was damaged as crack and chip on battery compartment as well as battery cap. Customer states that reservoir was unable to lock in place. Customer states that cannula was bent. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device received with broken battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.